Manufacturer narrative:
The manufacturer's sales representative noted that the field service representative (fsr) was at the customer's facility the week before this issue and the central control monitor (ccm) was not configured correctly. This fsr has already corrected the issue. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the cardioplegia (cpg) tab on the central control monitor (ccm) was greyed out. The customer was unable to track volume on the ccm. The device was not changed out, as the customer tracked the volumes manually. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.